Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that she ran precision, resulting satisfactory. A siemens customer service engineer (cse) was dispatched to the customer site on january 10, 2017. After evaluating the instrument, the cse replaced reagent probe (r2) transducer. The cse inspected the system alignments and cleaned the heterogeneous module (hm) wash probes, and optics filters. The cse replaced r2 syringes. The cse tightened the lamp screws and performed photometer alignments. The cse ran system check, and all parameters recovered within acceptable limits. The customer then ran quality controls (qc), resulting within specifications. Two additional discordant results were obtained on (B)(6) 2017. The cse revisited the customer site and decontaminated the system and replaced the hm cassettes as ctni qc was drifting following decontamination. The cse calibrated the temperatures and ran a system check. The customer ran qc, resulting satisfactory. The cse followed up with the customer after the second service visit and the customer had not had any additional discordant ctni results. The cause of the discordant, falsely low ctni result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low cardiac troponin (ctni) results were obtained on patient samples on a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher. One patient (sample ID: (B)(6)) was repeated at an alternate laboratory, resulting the same as the first repeat, confirming the result. Three corrected results ((B)(6)) were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ctni results.